Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the sensor needle was break and the sensor cannula or needle was not still attached to sensor. The blood glucose was 178 mg/dl at the time of the incident. The device is expected to be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found cannula whole; no broken or missing parts. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Inspected insertion needle for burrs or hooks and dull needle tip defects and none were found. Insertion needle passed per specifications.